Event description:
The customer reported that the insulin pump was stuck in a priming loop, and was not recognizing the reservoir. The customer was advised that the insulin pump would be replaced. Nothing further was reported

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Also, the insulin pump had a missing end cap sticker.